Event description:
The patient contacted animas on (B)(6) 2012 reporting an intermittent power issue. The patient indicated that the pump lost power during the night without any alarms or warnings. The patient reported that there was no known damage to the battery compartment of battery cap. The pump alarm history as unable to be reviewed. This report is made based on the allegation of a pump power issue.

Manufacturer narrative:
(B)(4): the black box shows an unconfirmed replace battery alarm on (B)(4) 2012 at 11:25. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. No damaged observed to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o ring visible. The pump was exercised for 24 hours with returned battery cap with no eaw's or power loss occurring. The height and width was measured on the returned battery cap; both were found to be within the required specifications. Removal of the pump cover showed no evidence of damage to the internal components or evidence of moisture.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.